Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation. Not all components of the delivery catheter were returned for evaluation. No ancillary devices or cine images from the procedure were received. The spiderfx filter was received pulled fully proximally into the transparent section of the delivery catheter end of the duel ended catheter. The delivery catheter was separated at the primary wire exit port. The delivery catheter separation face exhibited torsional and tensile stretching. The portion of the delivery catheter distal of the primary wire exit port was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was that the physician used a spider fx device during treatment of a cto (chronic total occlusion-100%) plaque lesion in the patient¿s proximal common carotid artery. No tortuosity and moderate calcification were reported. The IFU was followed during the procedure. The device was prepped without issue. The vessel was pre-dilated. It was reported that the delivery catheter broke and segments had to be retrieved. A snare was used to retrieve the fragments from the patient. The procedure was then completed without the use of embolic protection. The vessel was post dilated. No patient injury was reported.